Event description:
It was reported that during a follow up that there was no capture on the left ventricle lead. An x-ray showed that the lead had dislodged from its original location. The physician decided to remove the lead and implant a new one.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.